Event description:
It was reported that during a training/demo of the da vinci system, patient side manipulator (psm) was not fully inserting during draping. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side manipulator (psm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psm was analyzed and was found to be working as designed. The complaint was not confirmed based on the results of the investigation. As a result of these findings, failure analysis concluded that the potential root cause of the reported event is not determinable.